Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5vdc power supply was evaluated and adjusted. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a loss of communication and a system lock up. No patient or user injury was reported.